Event description:
Physician reported side left side capsular contracture baker grade unknown and a "tear/flap of shell along the upper edge" of the device. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, red material was found on the shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one sharp opening, creases and wear abrasion. Based on the device analysis the final assessment is finding of one opening crease sharp assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported side left side capsular contracture baker grade unknown and a "tear/flap of shell along the upper edge" of the device. The device has been explanted.